Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek meter serial number (B)(4) compared to the laboratory with the dade innovin reagent. The customer had been bleeding from a scratch on her leg and woke up in the morning with blood on her pillow. The customer did not seek medical treatment and the bleeding stopped after she applied pressure. The customer tested herself because of the bleeding. At 11:38 am, the result from the meter was 6.1 inr. The customer called her physician about the bleeding and someone was sent to collect her blood for laboratory testing. The result from the laboratory was approximately 3.3. The customer was not sure what the exact result was. The specific time of the laboratory result was not provided and only stated that the sample was collected a few minutes after the meter result. There was no allegation of an adverse event. The customer's warfarin dose was changed and the customer was tested in the lab again. It was asked but not known which result was used for the change in her warfarin dose. The customer was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, and no new medications. The customer's therapeutic range was asked for but not provided. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested with master lot strips and liquid quality control. Testing results: qc 1: 2.4 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.